Event description:
It was reported that at some point post-op the zephir screw backed out of the zephir plate. No revision surgery has been scheduled. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.